Event description:
It was reported that patient developed an systemic infection post colon surgery. The doctor believes the infection is not related to the device. The system was removed and patient was placed into a lifevest. A new system will be implanted. No further information is available at this time.

Event description:
It was reported that patient developed an systemic infection post colon surgery. The doctor believes the infection is not related to the device. The system was removed and patient was placed into a lifevest. A new system will be implanted. No further inf...

Manufacturer narrative:
Analysis was normal. No anomaly was found.